Manufacturer narrative:
The sample has been received and in house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional (hcp) reported that a vitrectomy was blunt. The device was not used and a new pak was opened to complete the procedure the hcp reported there was no impact to the patient. This is one of three medical device reports being filed for this facility.